Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had received an inappropriate therapy from their implantable cardioverter defibrillator (ICD) system. Reprogramming was completed and the device detection and therapies were programmed "off." The device remains in use. It was noted that the patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the extravascular implantable cardioverter defibrillator (ev ICD) system had been extracted. No patient complications have been reported as a result of this event.